Event description:
Following a downgrade to deactivate the right ventricular (rv) lead, an error message appeared indicating that the rv lead was uncoded. No intervention was performed; the patient was stable and there were no adverse consequences.